Manufacturer narrative:
The investigation determined the issue with the pinch valve tubing can explain the behavior observed. It was found the customer was not changing the tubing quarterly, as required by product labeling. The tubing was only being changed semiannually when the field service representative performed preventive maintenance.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to FDA. (B)(4).

Event description:
The customer experienced problems calibrating the free triiodothyronine iii (ft3) and testosterone ii assays on (B)(6) 2014. After multiple attempts to calibrate, the customer called for technical support. A field service representative was dispatched. The field service representative found a fluidic failure of the pinch valve tubing and replaced the tubing. He performed system checks, which passed. The customer performed calibration and quality controls. The calibrations passed and the controls were within the established ranges. After the system was repaired, the customer reran all samples from (B)(6) 2014. They found multiple discrepancies and issued (B)(4) amended reports for testosterone and (B)(4) amended reports for ft3. The customer provided examples of discrepant results for two ft3 and two testosterone samples. Patient 1 had an initial ft3 of 4.6 pg/ml. The repeat result was 2.9 pg/ml. Patient 2 had an initial ft3 of 4.5 pg/ml. The repeat result was 3.0 pg/ml. Patient 3 had an initial testosterone of 375 ng/dl. The repeat result was 248 ng/dl. Patient 4 had an initial testosterone of 673.7 ng/dl. The repeat result was 461.1 ng/dl. The customer stated they had no access to information regarding whether the patients were adversely affected by the erroneous results. No death or serious injury was alleged. The lot number of the ft3 reagent was 17819001, with an expiration date of 05/31/2015. The lot number and expiration date of the testosterone reagent were requested but not provided.